Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose ranged from 147-217 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.